Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. The device history record of reported lot number 6071220 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while priming the medication leaked through the tube at the part that clips into the cadd pump, as a result, the bag had to be re-spiked with new tubing. As the product was inspected, there was leaking and a hole could not be seen. The event occurred on (B)(6) 2025. There was no report of patient involvement.